Manufacturer narrative:
Reported event: an event regarding trial not sitting to plan involving 32.1 rio robotic arm int. Orth. System, catalog: 204000 was reported. Method & results: device history review: not performed as the reported device is software. Rio serial number not reported. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding trial not sitting to plan. There were only (B)(4) other reported events (B)(4). Conclusion: the session data for the case was reviewed. Based on the collected data, three registration attempts were made, with the final registration resulting in an rms of 0.98mm, just barely within tolerance. There was one failed verification point. Point collection for femur registration resulted in medial-lateral translation. The data at this time shows the mako operated as expected. No system defect or malfunction is suspected.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the surgeon noticed that the trial was not sitting where we had adjusted the component to during graph balancing. While burring and placing the femoral trial it was noted that component was sitting about 6 mm lateral on the other side of the medial condyle. Post op x-rays were taken and surgeon said everything looked fine, the case was completed successfully.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. Final report submitted with the results from the investigation. Reported event: an event regarding trial not sitting to plan involving 32.1 rio robotic arm int. Orth. System, catalog: 204000 was reported. Method & results: device history review: not performed as the reported device is software. Rio serial number not reported. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding trial not sitting to plan. There were only (B)(4). Conclusion: the session data for the case was reviewed. Based on the collected data, three registration attempts were made, with the final registration resulting in an rms of 0.98mm, within tolerance. There was one failed verification point. Point collection for femur registration resulted in medial-lateral translation. The data at this time shows the mako operated as expected. No system defect or malfunction is suspected.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the surgeon noticed that the trial was not sitting where we had adjusted the component to during graph balancing. While burring and placing the femoral trial it was noted that component was sitting about 6 mm lateral on the other side of the medial condyle. Post op x-rays were taken and surgeon said everything looked fine, the case was completed successfully.